Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited alarm 46011004 as soon as the batteries were in and pump was powered on. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, the customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. Testing also found a peeling downstream occlusion (dso) seal and an unleveled upstream occlusion (uso) seal. The pwa board was replaced to fix the issue as well as the dso seal, uso seal and sensor.